Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed that the device appears to be heavily used, wear marks on the entire device were identified and the laser markings were slighly faded. The drill shaft was deformed, this complaint can be confirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The possible root cause for the reported failure can be related to procedural variables, such handling of the device or product interaction during procedure as well as rough use by the user. The condition of the tip could be attributed to the wear and tear of the device; moreover, when the device was tapped against a hard surface accidentally. This failure has possibly occurred after using it in this manner for many procedures. As per IFU, end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. Clean delicate instruments separately from other instruments. Visually inspect the instrument and check for damage and wear. Cutting edges should be free of nicks and have a continuous edge. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during a gluteus repair procedure on (B)(6) 2023, it was observed that an arthroscopic drill guide sawtooth, slotted device was bent; and would not pass easily through the guide. The procedure was completed using this drill guide. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j sales representative. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.